Event description:
It is reported that on (B)(6) 2011 the pt was implanted a long term dialysis catheter via right internal jugular vein. Successful finish used it for 4 months. (B)(6) 2012. The pt found that the catheter was out of the position 3cm and blood. He went to hospital promptly, the doctor found that the cuff had grown into tissue and separated from the catheter. Therefore, the doctor had to extract the catheter and implant another dialysis catheter in the same position. Successful dialysis 9 times and the last time the nurse found that the catheter was out of position 1 cm and the cuff had grown into tissue and separated from the catheter.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff was not returned for eval. At this time the mechanism of damage is undetermined. A lot history review (lhr) of reve1120 showed two other similar product complaint(s) from this lot number.